Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 15, 2020. Device evaluation summary: a manufacturing record evaluation was performed for the finished device number 5965132, and no non-conformances were identified. During visual evaluation, an anomaly on the anterior view was observed consistent with a crease/fold. Leak testing was performed, according with mentor procedures, and it revealed a tear within the crease/fold measuring approximately 0.1 cm. The evaluation determined that the deflation is consistent with a crease fold deflation. A crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This report contains supplemental information for mentor asr reference number (B)(4).  Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation with a mentor smooth round moderate profile 250cc saline prosthesis experienced right sided deflation post procedure. As a result, bilateral prosthesis replacement with 250cc mentor memorygel breast implants was performed. This report contains supplemental information for mentor asr reference number (B)(4).